Event description:
It was reported that during a da vinci-assisted prostatectomy - radical without lymphadenectomy surgical procedure, the system displayed a reoccurring non-recoverable error 23008. The customer reached out to the intuitive surgical inc. (Isi) technical support engineer (tse). As a result of the reported issue, the user reportedly converted to another patient side cart. Tse could not check the log because the user already rebooted the system prior to contacting isi tse. Tse noted that the error points to sus (set-up structure) boom axis 2. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use. The problem occurred prior to starting the procedure, post-anesthesia, ports placed after selecting deploy for docking. No video of the procedure is available. No patient information can be provided. This complaint is being reported due to the following conclusion: after the start of the surgery, the procedure was converted to another psc due to the non-recoverable error. The hospital declined to provide patient information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the reported issue and replaced the dual magnetic encoder, axis 2 motor, and component acp (axes controller platform) to resolve the issue. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not yet received the axis 2 motor and acp for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video clip for the reported event was submitted to isi for review. A procedure log review confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. This complaint is being reported based on the following conclusion: the procedure was converted to another psc due to the non-recoverable error after the start of the surgery. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Additional information can be found from the following fields: d9, g3, g6, h2, and h3. Failure analysis (fa) information can also be found in fields h6 and h10. Intuitive surgical, inc. (Isi) received the axis 2 motor and component acp (axes controller platform) involved with this complaint and completed the device evaluation. Failure analysis could not replicate nor confirm the report issue and the test results are as follows: axis 2 motor: the unit was returned for failure analysis but the reported failure of error 23008 could not be confirmed/reproduced. The unit was installed onto a system and was able to be calibrated, start in normal mode and through full range of motion with no errors. There was no obvious visual damage on the unit. The unit will be scrapped. Axes controller platform (acp): the unit was returned for failure analysis but the reported failure of error 23008 could not be replicated. When the unit was installed on an axes controller platform (acp) board into printed circuit assembly (pca) xi test system, start-up at normal. This unit passed as moving and turning all the positions of the patient side cart (psc). Also passed as exercising all the arms, and 15 power cycles with no errors. The unit will also be scrapped. In addition, the affected part dual magnetic encoder involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
Refer to h10/h11 for follow-up information.